Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3889-28 lot# va00sw9, implanted: 2012 (B)(4), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(6).

Event description:
It was reported that the patient never had therapeutic effect and the patient was not having any symptom relief. The reporter also indicated that the patient was getting "frequent" urinary tract infections (utis). The patient was reportedly ¿frustrated¿ because, the implantable neurostimulator (ins) wasn¿t helping her and she had to wear ¿depends¿ for the leaking. It was noted that the patient had not had reprogramming done. It was later reported that the patient¿s device was turned up to 1.9 v on program 2. The patient reportedly had improvement with the increased amplitude. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had frequent urination and just continued to urinate.